Event description:
The endotracheal tube (ett) was inserted into a patient, the provider heard a "hissing sound" and found a small hole in the teleflex sheridan murphy eye 3.5 cuffed endotracheal tube. The hole was found close to the point where the inflation tube for the balloon inserts into the side of the ett. There was a second patient with a similar issue. Staff reported that additional tubes were examined and discarded with a similar hole in the same location. The tubes were different lot numbers.